Event description:
It was reported by the affiliate that during an unknown procedure, some staples were malformed after the first firing with a blue reload. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: results: incomplete cycle. Batch number l54x2c. The device was received partially fired. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The manufacturing records were reviewed and no anomalies were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device being used in? Vats lung resection. What was the product code for the stapler used with the ecr60b cartridge (ex, ple60a, ec60, long60a, pse60a, etc)? Ec60.